Manufacturer narrative:
Heartware has noted that there are two sent reports with different complaint numbers that contains duplicated information. In our documentation control system, complaint number (B)(4)has been classified as a non-valid complaint. File has been determined to be a duplicate of MFR # 3007042319-2017-01995 (B)(4). The manufacture will be sending all other information for this complaint under the MFR # 3007042319-2017-01995. This report will therefore be unreported due to being a duplicate. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was hospitalized due to pump thrombus. After unsuccessful lysis, the decision for pump exchange was made. Pump exchange was performed successfully. Patient is stable recovering in intensive care unit (ICU). No further information is available at this time.